Event description:
It was reported that the right ventricular lead had a high threshold and was undersensing within one day of implant. A microdislodgement was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.